Event description:
It was reported that a malfunction occurred with code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if any issues reoccurred.